Event description:
It was reported that the pump display was frozen on the home screen and could not be cleared with the button alarm. The customer's blood glucose level was 6.2 mmol/l. The customer received complete pump reset information from technical support and chose to reset the pump, which resolved the issue.